Event description:
It was reported that fiber tip broke off in pt's ureter. Reporter stated: at the beginning of a ureteroscopy stone manipulation procedure, fiber tip broke off in pt's ureter upon insertion in scope. Physician flushed the pt's ureter and bladder and felt dr had washed out the tip. Procedure was completed with another device without further incident. No injuries were reported.